Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the healthcare provider (hcp) reported the issue was first observed on (B)(6) 2023 with the system being removed on (B)(6) 2023 due to an infection. The cause of the abscess was unknown, but the hcp did mention the patient experienced a fall earlier that month, peg tube placement, a cancer diagnosis, and generalized severe decline in functioning. The abscess and infection were resolved with antibiotics and removing the system.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: brand name activa; product ID: 3389s-40 (lot: va1xfy5); product type: 0200-lead; implant date: (B)(6) 2019; explant date brand name activa; product ID: 3389s-40 (lot: va21pd3); product type: 0200-lead; and implant date: (B)(6) 2019. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported by the patient representative that the patient's device and leads were removed because, in 2023, the patient had an abscess on the wires, and there was concern about a brain infection. The caller mentioned that they have the rest of the dbs equipment and wanted to know if it could be reused. Information was reviewed, and the caller was redirected to their healthcare provider to further address the issue.